Event description:
It was reported that the patient underwent generator and lead replacement due to lead discontinuity and end of service. Only the explanted generator was returned for analysis. The generator was received on 12/08/2014. Analysis of the generator is underway, but has not been completed to date.

Event description:
The explanted generator and lead were returned to the manufacturer for analysis. There were no anomalies found with the pulse generator. The generator performed according to functional specifications. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than end of the returned lead portion. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation cannot be made on that portion of the lead.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury. Describe event or problem; corrected data: the previously submitted MDR inadvertently did not include that the explanted lead was also returned to the manufacturer for analysis. Device available for evaluation; corrected data: the previously submitted MDR inadvertently did not include that the explanted lead was also returned to the manufacturer for analysis. Device evaluated by MFR; corrected data: the previously submitted MDR inadvertently did not include that the device evaluation was underway.

Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and system diagnostic results revealed high impedance (dc dc ¿ 7). No known surgical interventions have occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.